Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices. The manufacturer previously received information alleging related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The event reviewed by the pms clinical expert due to the patient reporting of kidney issues,allergies,headache,black specks in some crevices,abdomen issues persistent pain. Based on the available information at the time of the review, the device may have caused or contributed to the reported events. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 health effect - clinical code, health effect - impact code has been corrected and type of investigation, investigation findings and investigation conclusions have been updated.

Event description:
The manufacturer received a voluntary medwatch (mw51035461) related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.